Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy. The patient reported that she had the device for 9 years and had no problems with it until she had a couple of times where stimulation wouldn¿t turn off. The patient reported that it gave her a shock. The patient reported that she felt shocks in her legs even when it was turned off. The patient reported that she felt ¿shocking stimulation.¿ the patient reported that it went on periodically through the years. The patient reported that she got vibration in one leg or both legs or she would feel nothing in the legs. No further complications were reported.